Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled); "no patient injury" (no consequences or impact to patient). Product problem(s): "system shut down" (loss of power). A nurse reports that during the laser portion of the case, the system shut down on its own. The system was rebooted. When attempting to turn the infusion on afterward, it did not work and system message 3475 was received. Air was used instead and the case was completed. The eye went a little soft, but it was repressurized with no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).